Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient allegations of pain, inflammation, elevated cocr ions and metallosis. A review of invoice history confirms the date of the primary surgery. There has been no reported revision procedure and no additional information has been provided to date. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01114 / 01116). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.